Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received an unexpected power loss alarm. The customer¿s blood glucose level was 328 mg/dl. The customer did not receive a low battery alert prior to the off no power alert. Customer stated that the battery cap was not loosed, cracked or damaged and the second occurrence of off no power without a low battery warning. Troubleshooting was performed for off no power alert. The customer was advised to the insulin pump will need to be replaced and the insulin pump requires brand new or fully charge batteries to work effectively. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No unexpected battery power loss anomaly noted during test.